Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, described as constant lows. Symptoms included hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.